Event description:
It was reported that the customer's sensor failed to initialize. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information stated that no issues were observed with the sensor chemistry or mechanically.

Manufacturer narrative:
The patch evaluation process controls have been implemented to monitor patch adhesive.